Event description:
The customer reported non-reproducible positively biased troponin I and ckmb results for 10 pts samples run in duplicate. Biased results were also obtained for quality control fluids. Of the 3 biased results that were reported to the floor, all had corrected results issued for the pts. Elevated troponin I results of the magnitude observed might lead to cardiac catheterization. There was no report of pt harm as a result of this event.